Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of the stapler in a laparoscopic sleeve gastrectomy procedure, the articulation knob and un loading button broke off. The knife was retracted and another stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the rotation collar was broken into two halves at the seam. Engineering evaluation found weld vestige on the rotation collar indicating the device was properly welded during the assembly process. Engineering concluded that the instrument was likely applied to over indicated tissue thickness while an excessive force was applied to the articulation mechanism causing the rotation collar to separate. Due to the noted damage functional testing was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.